Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support to confirm that the ilet bionic pancreas was delivering insulin, and review of the device report confirmed ongoing insulin delivery while self-monitored blood glucose values increased from 322 mg/dl to 342 mg/dl, later decreasing to 216 mg/dl; the patient was using a blood glucose meter without a sensor and was advised to contact a healthcare provider for medical advice. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included remote review of device data and troubleshooting and education with the patient. Investigation of this case revealed device function consistent with insulin delivery and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.